Event description:
It was reported to philips that the device turned off after it was powered on. The customer tried another battery and ac power module and the issue remained. There was no reported patient involvement.